Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported there was lead insertion difficulty during the procedure. The lead had not been previously implanted. The healthcare provider (hcp) had tried to insert the lead five or six different times and tried backing out the set screw before they ended up trying a new implantable neurostimulator (ins) and had no issues with lead insertion. The rep inquired about sending the ins back. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.